Event description:
Baby was on an epinephrine drip when the infusion pump suddenly stopped infusing. The "error" signal was displaying along with the message "0225lverr". The blood pressure dropped and the pt required fluid volume support.